Manufacturer narrative:
Additional information: h10. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025534 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1025534 , test base part number 190-430 / lot 1025534. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025534 showed that the complaint rate is 0.004 %. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. Reference MFR.report: 1221359-2021-01690.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report: 1221359-2021-01690.

Event description:
The customer reported 2 false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay on (B)(6) 2021. Confirmation testing was performed; however, results were not provided. The customer stated the patient was asymptomatic. It was noted, there was no impact but the patient could have been in covid area with high risk of contamination.